Event description:
According to the reporter, during a laparoscopic ventral hernia repair, the tacks are not fixing properly on mesh side body. A new fixation device was used to continue the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.